Manufacturer narrative:
An event of migration or expulsion of device (device embolization) and patient-device incompatibility (implant-related tissue damage (perforation)) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The provided procedural imaging and information were reviewed by an abbott medical/clinical engineer. Based on the information received, the reported device embolization and implant-related tissue damage (perforation) could not be determined. The patient effects of pericardial effusion led to cardiac tamponade was the amulet device perforating the pulmonary artery per case details. The patient effects of death could not be determined. The reported hospitalization, unexpected medical interventions, and surgical interventions were resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. Prior to the procedure, the patient was on plavix and xarelto. The measurements of the landing zone on transesophageal echocardiogram (tee) were 28mm at 0 degrees, 23mm at 45 degrees, 27mm at 90 degrees, and 22mm at 135 degrees. The patient was in atrial flutter during procedure. Heparin was administered, and the activated clotting time (act) level was greater than 300 seconds. The transseptal puncture was inferior/posterior. The left atrial pressure was 16mmhg. The wire was positioned in the left upper pulmonary vein. The device was partially deployed twice in order to achieve best coaxial alignment within the laa. The device was successfully implanted without complications. Post-implant, a tee assessment was completed showing no changes from baseline or presence of pericardial effusion. The device was checked in all views, and color doppler showed no leaks and a well positioned device. The patient was ready to go home that evening, but then the patient began experiencing complications when sitting upright. A total of 3l of blood was drained via 3 drains. The patient was taken from the critical care unit (ccu) to the operating room (or). It was discovered that the device had embolized into the left atrium and tore the pulmonary artery, leading to a circumferential pericardial effusion with cardiac tamponade. The patient was on cardiopulmonary bypass for a total of 80 minutes. The left ventricular hole from the drain was closed. The pulmonary artery hole from the device was closed. The transseptal hole was closed out of precaution. The device was explanted, and a patch was placed. The patient returned to the (ccu) on a ventilator in stable and recovering condition. The cause of the pericardial effusion was the amulet device perforating the pulmonary artery. A blood transfusion was required. On (B)(6) 2024, the patient passed away.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.